Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(4). G3 country: france.

Event description:
It was reported that during surgery the inner primary packaging had already been opened. The heat seal was faulty. There was no patient impact or delay. Another device was utilized to complete the procedure. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned in the original package. Visual inspection confirmed the paper lid was not completely closed and had opened about halfway around the tray. Visual inspection determined adhesive residue was present and found no inconsistencies that would indicate the packaging was not sealed to specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.